Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: cable 9733575 ext scu to r/a psu, lot number 131121; scu 9733438 polaris spectra, lot number t300590. H2/h3/h6: the system was serviced in the field and hardware parts were replaced. The system was performing as intended. Codes 10, 4203 and 4307 are applicable. H2/h3/h6: the returned camera powered up on the test bench with no issues however the event log showed a long history of intermittent internal strober errors dating back to june 2015. It was noted that this was the third time that this camera was returned with a similar reported failure. Codes 10, 4203 and 4307 are applicable to this analysis. H2/h3/h6: the returned camera cable had been cut off near the right angle lemo connector and was unable to be tested. Codes 10, 3221 and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has begun, but is not completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that the system displayed "localizer not connected" when they progressed to the registration task. The site rebooted the system and the localizer connected and they continued with the case. This is a repeated issue. There was a procedure delay of less than one hour and no impact to the patient.